Event description:
I have severe lower back pain, confusion, shortness of breath, inability to think, critical levels of sodium, potassium and magnesium, light headed, dizzy, dehydration, metallic taste in my mouth, constant ringing in ears, excruciating cramping, numb legs, high blood pressure, heavier/longer periods, extreme bloating.